Manufacturer narrative:
Additional information containing patient demographic information received. Patient identifier added and patient age added. Conclusion: conclusions based on a third-party echo over-read showed that after initial aortic valve replacement, note is made of significant, probably severe, paraprosthetic aortic regurgitation. Bioprosthetic valve leaflet appearance and function appeared normal. After the second pump run, aortic regurgitation appeared to have resolved. The echo review showed that the reported paravalvular leak (pvl) was probably at the base of the left coronary cusp. However, the valve appeared well stable, and the leaflets were thin and had normal mobility. A review of the device history record (DHR) was also performed for this valve; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Based on the investigation and analysis findings, the root cause of the pvl cannot be determined. However, there was no evidence to suggest the pvl was device related.

Event description:
Medtronic received information that following implant of this bioprosthetic valve, this valve was explanted and replaced due to severe paravalvular leakage. No adverse patient effects were reported.

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The device has been returned for analysis. The analysis and investigation are ongoing. A supplemental report will be filed upon completion of the analysis and investigation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection indicated that the valve was discolored, showing evidence of blood contact. The stent posts were received slightly deflected, showing possible evidence of a patient-prosthesis mismatch. All leaflets were slightly stiff but flexible. This is expected since the valve went through a decontamination process that includes a high concentrate of a tissue fixation, and due to the blood contact: both are known to cause stiffness of the tissue. Small intracuspal hematomas observed on the inflow of the right and non-coronary cusps were determined to be associated with a sharp object such as a scalpel or forceps resulting with a cut and puncture. The left cusp was intact. All commissures were intact. The investigation is ongoing. A supplemental report will be filed upon completion of the investigation. (B)(4).